Event description:
It was reported the pt was intubated with a taperguard evac endotracheal tube. The size and lot number is not known. After a short period of time they noted that the cuff was leaking. The pt was extubated and reintubated with another unspecified size taperguard evac tube.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined.